Event description:
Catheter was inserted on 8/31/94. The pt was taken back the same day for a venogram to check the catheter. The red lumen was working, the blue lumen was leaking. The physicians are deciding if they can work with one lumen or take the pt back to surgery to replace it.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. Invalid data - on device destroyed/disposed of status.